Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise on the right ventricular (rv) channel, resulting in inappropriate shock and episodes of asystole. This product had recently been implanted. It was reported that the patient was pacer dependant and experienced dizziness with the episodes of asystole. Due to the noise recorded on the rv channel the physician elected to replace the patient's chronic rv lead and since then no further complications have been reported. The root cause of the noise is unknown at this time as the rv lead was surgically capped, we are unable to rule out device involvement in the clinical observations. No adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.